Event description:
The customer contacted baxter's technical service center to report a connection issue which occurred on cassette before use. The home patient (hp) stated that he was not able to connect the catheter (transfer set) since the patient line of the cassette was defective . There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore, a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported connection issue was confirmed. The root cause was undetermined. The product meets product specification. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.